Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020 senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. User was not reachable to follow up about a new insertion despite of several attempts made by customer care.